Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures; loss of anatomic position with nonunion or malunion with rotation or angulation; infection and allergies and adverse reactions to the device material. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a procedure utilizing a femoral nail to correct a proximal femoral fracture on (B)(6) 2011. A nail removal procedure took place on (B)(6) 2013, approximately twenty months after implantation. During the removal procedure, it was noted that the fracture had not completely healed. The nail was also noted to have been fractured at the lag screw junction. A surgical delay of one hour and thirty minutes occurred due to difficulty removing the fractured nail.

Event description:
It was reported that patient underwent a procedure utilizing a femoral nail to correct a proximal femoral fracture on an unknown date. A nail removal procedure took place on (B)(6) 2013, approximately twenty months after implantation. During the removal procedure, it was noted that the fracture had not completely healed. The nail was also noted to have been fractured at the lag screw junction. A surgical delay of one hour and thirty minutes occurred due to difficulty removing the fractured nail.

Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture. There are warnings in the package insert that state that this type of event can occur: "these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use which can result in metal fatigue".